Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump error. The blood glucose was 195 mg/dl at the time of the incident. Troubleshooting steps were guided for critical pump error. Customer stated that, they are not able to rewind the pump. Customer advised to replace and discontinue the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error due to download difficulty. Unit received with corroded motor home and corroded battery tube. Unit received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.